Event description:
The customer observed false negative alinity I anti-hcv result for a 47-year-old female patient with no history of hepatitis c. The following results were provided: (customer provided reference range is <1.0 s/co) sid (B)(6): initial result = 0.4 s/co, repeat results on other platforms = positive (no specific results or methods provided) no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation for false negative alinity I anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hcv assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 78578be01. The device history record review did not identify any nonconformances, potential nonconformance, or deviations associated with the lot number. In-house clinical sensitivity testing of a retained reagent kit of complaint lot 78578be00 was performed. Note: reagent lots 78578be00 and 78578be01 contain identical bulk material. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Testing included three replicates of positive control and one commercially available seroconversion panel (zeptometrix hcv seroconversion panel hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix since the assays are equivalent. Lot number 78578be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv for lot number 78578be01 was identified. All available patient information was included. Additional patient details are not available.